Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination of the returned device identified that the crimped stent was damaged along its distal portion. An examination of the crimped stent found that the stent struts were deformed, stretched and lifted upwards from the stent profile. The balloon and tip of the device were examined and no issues were noted with their profiles. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damaged occurred. A 32 x 3.00 promus premier drug eluting stent was selected for use to treat the lesion. While prepping, it was noted that the end of the stent was "frayed a jagged." The device was kept aside the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damaged occurred. A 32 x 3.00 promus premier drug eluting stent was selected for use to treat the lesion. While prepping, it was noted that the end of the stent was "frayed a jagged." The device was kept aside the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.